Event description:
Dr (B)(6), while using the covidien stapler (B)(4) 10mm endo clip, noted that the artery was caught between two pieces of metal and not in the applier for clip to slide down on. As she positioned stapler down on vessel, the piece slid over the artery causing concern that the vessel would be cut and not stapled.